Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During a prolonged implant, at a chosen location, the lp was unable to be fixed to the myocardium. The lp was recaptured and upon repositioning, it was noticed the helix had become stretched. The lp was explanted and replaced with a competitor product. There were no patient consequences. Further information was requested, but not yet received.